Event description:
It was reported that an instrument was not retracting completely from a system arm. The system passed all verification tests conducted by an isi field service engineer (fse) while onsite. The fse discovered one da vinci s instrument with tube abrasions. Instrument tube abrasions may have caused by the dented cannula reported under medwatch MFR report# 2955842-2008-00164. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula accessory has not been returned for further evaluated and failure analysis as the account discarded the cannula accessory. Per the on site evaluation by an isi fse, the deformation of the tip has the potential to cause main tube scraping in certain loading conditions and may have contributed to the system arm retraction issue experienced by the customer.